Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that twelve (12) years, six (6) months post-implantation of this 27 mm bioprosthetic mitral heart valve (implanted into the tricuspid position), a transcatheter valve was implanted (valve-in-valve) due to tricuspid stenosis. As reported, the patient was discharged from the cath lab in stable condition, post implantation of a 29 mm transcatheter valve. No additional details provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.